Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum did not rebound and fluid did not infuse. (B)(6) 2026, 15:15, ready for the patient infusion treatment, connected to the septum needleless closed infusion cap, first with a syringe to flush the tubing, and then connected to the infusion set, found that the infusion does not drip, remove the infusion set found that the internal parts of the septum needleless closed injection cap did not rebound out, resulting in the fluid does not drip, that is, to replace the new septum needleless closed infusion cap to the patient for the infusion treatment, replacement after replacement, the infusion was smooth.